Event description:
The surgeon implanted a aq2003v 3 piece silicone lens. The nurse stated that part of the lens stayed stuck in the cartridge and part of the lens was implanted. The incision was enlarged to remove the part of the lens that was implanted. A suture was required to close the wound. The injector model and lot number was not specified by the facility. The cartrdige model aq cartridge fp, lot number was not specified by the facility.